Event description:
A customer reported prior to using their sensor that ¿the needle was rusty and came out straight." There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor, applicator and sensor pack (B)(6) has been returned and investigated. The user reported sensor was not applied and the needle was rusty. Visual inspection has been performed on the returned applicator; no issues were observed. The applicator has been fired correctly. A bent sharp tip through sensor plug was observed. Visually inspected the sensor pack and damaged transitions features were observed. Lid was completely peeled off. The platform was inspected and no issues were observed. Visual inspection performed on the returned sensor and no issue was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The customer complaint was not observed. Therefore, the issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to using their sensor that ¿the needle was rusty and came out straight." There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.